Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of a zxr00 intraocular lens (iol) in each eyes of a male patient, he experienced excessive glare, halos and visual disturbance. It was indicated that the outcome significantly interferes with patient's daily life activities. Both lenses remain implanted. No further information has been received. This report pertain to the lens in the left eye (os). A separate report is being filed for the lens in the right eye (od).

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.